Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, the gantry shut down when the c-arm was angled at approximately 45 degrees. It was reported that multiple system errors occurred and the unit was rebooted, which cleared the errors. The event occurred prior to a patient exam and no user or patient injuries were reported. Hologic technical support reviewed the system logs and reported that the c-arm angle drifted from approximately 44.8 degrees to 47.5 degrees without user input, which triggered a system error indicating uncommanded c-arm motion. The log review suggested a potential issue with the c-arm rotation potentiometer or associated assembly. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the c-arm rotation potentiometer was malfunctioning. The fse replaced the rotation potentiometer and performed system rotation calibration. Operational testing was completed and the system was verified to be operat.